Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported, to a company representative, a case of an unusual lasik flap creation. The case involved a patient who had a previous refractive procedure overseas. After confirmation that there was no existing (prior) flap, lasik flap procedure was initiated on the left eye. During the first pass (initial attempt) surgeon noted an unusual pocket created. A second pass was initiated, but aborted by the surgeon, as the unusual pocket could not be penetrated through. The flap was not lifted and no excimer treatment was performed. Upon additional follow up it was reported the patient is seeing 20/20 and there are no plans for any further treatment.

Manufacturer narrative:
Logfile for the treatment day was provided. A review for all other treatments on that treatment day shows no abnormalities or deviations that could have contributed to reported event. All system tests were passed without any issue and the energy was stable. A review of the technical service onsite showed no abnormalities that could have contributed to this event; laser was successfully verified prior and after the day of the treatment. Clinical review shows decentered application of the suction-ring. Furthermore the treatment report showed vertical gas breakthrough (vgb) with a large area or connected gas and fluid collection. The case also had a positive history for lasek, being followed by prk, and based on that the ablation performed in those cases would have removed the bowman's membrane. The root cause for vgb and bubble is assessed to be related to the missing of bowman's membrane, or a short canal which set by user, or caused by decentered docking of ring . Additional contributing factor may be the intended thin flap. (B)(4).